Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 136 ohms.

Event description:
Additional information became available that this right ventricular (rv) lead which is being used with a competitor device, continues to show high out-of-range (oor) shocking impedances. The plan is when the device needs to be replaced, they will determine the lead viability at that time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual observations noted that the lead was returned severed and in four pieces that appeared to be cut. There were setscrew markings noted on the lead body as well as medical adhesive found on the proximal end of the lead. There was laser extraction damage noted on the insulation in several places. The extraction stylet was still inside of the tip segment of the lead, additionally the suture was tied so tight onto the lead to extract it, it had cut through the insulation. There was tissue entwined in the extended lead helix, as well as dried bodily fluid in the lumen. The entire lead body displayed several areas of calcification, and there were cuts, tears and puncture holes in the lead insulation. An x-ray was taken which confirmed no fracture present on the lead tip. Analysis concluded that, the calcification was built up on the shocking and proximal coil, which created a non conductive barrier between the shocking coils and the heart tissue, which lead to increased impedances over time. The damage on this lead appears to be procedurally induced.

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Event description:
Additional information became available that this lead with consistently high shock impedances was explanted. The physician noted that the explant was difficult and upon lead removal it was noted there was a breach in the insulation and some cables could be visually seen. It is unclear if this was damage induced at explant or if this was damaged prior to explant. The lead was replaced. To date, no additional adverse patient effects have been reported.